Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer¿s blood glucose level was 1079 mg/dl at the time of hospitalization. Customer had symptoms such as nausea and vomiting. Customer was treated with intravenous drip. Customer was not able to upload to care link. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.